Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) reservoir was removed and replaced. The ipp reservoir was explanted and a new 65 ml reservoir was implanted. Should additional information be received a supplemental report will be filed for the addition information.